Manufacturer narrative:
Lot#: 06241404-71 visual inspection; functional inspection; device history review; complaint history review; risk assessment. The inserter was returned for analysis and no issues were found therefore the reported event cannot be confirmed. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event cannot be determined.

Event description:
It was reported that the pressure gauge on the inserter was bobbing up and down.

Event description:
It was reported that the pressure gauge on the inserter was bobbing up and down.